Manufacturer narrative:
Exact date unknown, event occurred in approximately about a year ago from date manufacturer was made aware.

Event description:
It was reported that the patients battery was not working as intended. The patient underwent a battery replacement procedure and was doing well post-operatively. The explanted device was disposed at the facility.